Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient height is 172cm. Patient ID# is (B)(6). Event dater: it is unknown when the patient¿s pain symptoms began. Other number¿UDI: (B)(4) lot number unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporter¿s last name was not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right proximal tibia revision surgery was performed on (B)(6) 2016 to remove three devices including: one (1) 4.5mm cortex screw self-tapping 28mm, and two (2) 4.5mm cortex screw self-tapping 30mm, due to pain. There was no alleged malfunction or damage to any of the screws. The remaining devices from the original surgery performed on (B)(6) 2014, were not removed. The three reported screws were easily removed without any additional medical intervention and without surgical delay. The surgery was completed successfully with no patient harm. This report is 1 of 3 for (B)(4).